Manufacturer narrative:
Additional information: date of event updated based on customer info and additional event details added to b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 3082772. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information: please provide the date of event: (B)(6)2023 did the event directly, or indirectly involve a patient or user?: IV was inserted by a staff rn on a pediatric patient in the emergency room. Please confirm the number of occurrences: this was a one time occurrence. If patient impact, please provide any available patient information including: name, age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions: there was no harm to the patient other than needing a 2nd IV attempt.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had a hole in the catheter. The following information was provided by the initial reporter: it was reported by customer that the 24g long (19mm) IV catheter had hole in catheter. IV inserted into patient with ease, needle retracted and bleeding from around catheter started. Pressure applied, bleeding continued through plastic catheter therefore IV removed and second IV needed to be inserted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed catheter from a 24ga x 0.75in. Insyte autoguard bc pro unit, lot number 3082772. A visual inspection was performed and discovered that the actuator was already activated and pushed into the septum. This indicates that it had been used and attached to. A leak test was performed where no leaks were detected. Further microscopic analysis did not discover any holes in the catheter as reported. Your reported issue was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.